Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a battery monitoring voltage of 2.61 v after 28 months of implant. The monitoring voltage had been 2.78 v after 23 months of implant and was 2.58 v after 30 months of implant. This device is part of the shortened replacement window advisory that was originally communicated april 5, 2007. It was also reported that the device had high left ventricular (lv) outputs programmed and the bi-ventricular pacing was programmed at 100%. A health care professional was concerned the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Technical services (ts) discussed nominal longevity expectations and the potential effect of high lv pacing outputs. Ts also discussed sending a save to disk for analysis. The health care professional stated they would consider sending in a save to disk and were also considering following the patient via latitude. The available information suggests this device remains in service. Should additional information become available this event will be updated. Additional information was received that this device was explanted and successfully replaced. The device was returned for analysis. This event will be updated when analysis is complete.